Event description:
16 cm tunneled dialysis catheter placed via rt internal jugular vein without difficulty 9/16/96. Catheter functioned well. Bleeding via skin-tunnel 10/3/96 during dialysis. Tube clamped & studied with fluoroscopy showing fracture. Tube clamped, removed & replaced with new dialysis catheter. There is potential for major blood loss or air embolus.